Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. Visual inspection: dents and scratches were noticed on the insulation. Functional inspection: the insulation was tested for cracks/damages using an insulscan. The insulation failed the insulscan test. The probable root cause for the dents and scratches to the insulation is likely due to improper sterilization methods. The probable root causes for the insulation failing the insulscan test could be due to either 1) improper sterilization methods or 2) normal wear and tear. In sum, the product was returned and the failure mode was confirmed.

Event description:
It was reported that the insulation has been compromised.

Event description:
It was reported that the insulation has been compromised.